Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that cassette started with an inefficient vacuum until suddenly stopped aspiration at an unknown timing. The procedure type was unknown. The surgery was completed by replacing the product with another one, but it was unknown when it was completed. There was no information about the patient impact.